Event description:
A device report from (B)(4) indicated a hospital from (B)(6) reported: during an orif reduction procedure for a lower jaw comminuted fracture on (B)(6) 2012, surgeon was using a 1.5mm drill bit with stop with a stryker tps power tool. During drilling, the drill bit broke. Surgeon did not retrieve the drill bit tip and it was left in the pt's bone. Another drill bit was selected and the procedure was completed. Please reference mw 8030965-2012-00457 for the secondary operation.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.